Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: "comparison of complication and success rates of perclose proglide closure device in patients undergoing transcatheter aortic valve implantation and endovascular aneurysm repair" dr. (B)(6).

Event description:
It was reported through an electronic presentation identifying proglide devices that may be related to the following for closure in endovascular aortic repair and transcatheter aortic valve implantation procedures: proglide device failure. Specific patient information is unknown. Details are listed in the attached presentation: "comparison of complication and success rates of perclose proglide closure device in patients undergoing transcatheter aortic valve implantation and endovascular aneurysm repair".